Event description:
During an atrial fibrillation ablation procedure a intellanav stablepoint open-irrigated was selected for use. When the catheter irrigation lumen was flushed, the irrigation was weak and when it was checked the physician complained of abnormality. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual examination did not reveal any visual abnormalities. Functional inspection revealed the device dispensed saline abnormally through one of the irrigation holes located in the distal tip. This is likely due to either the atc being welded slightly curved within the tip, or to some solder that could have remained in the tip post soldering atc into tip. The device however does dispense the correct amount of fluid and at the correct amounts of flow rates. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an atrial fibrillation ablation procedure a intellanav stablepoint open-irrigated was selected for use. When the catheter irrigation lumen was flushed, the irrigation was weak and when it was checked the physician complained of abnormality. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications.